Event description:
It was reported that the device's therapy connector loses connection if the cable is moved. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The therapy receptacle connector assembly was replaced and then proper device operation was confirmed through functional and performance testing. The device was returned to the customer. Physio-control further evaluated the removed assembly. It was observed that the therapy cable could not be recognized by the device. The cause of the reported failure was determined to be due to a connector socket (contact #1) in the device therapy connector receptacle which had been pushed back and could not make contact with the mating connector pin from the therapy cable connector.